Event description:
A renal hematoma, meeting the criteria for being serious, occurred after eswl treatment on (B)(6) 2025. The patient was symptomatic and attended a&e the day after eswl with flank pain. CT was performed which showed the hematoma. Patient was admitted to the hospital for 3 days and was given IV fluids and IV antibiotics. Patient was monitored but remained clinically stable. At discharge the patient was given antibiotics and was asked to return 2 times post treatment for blood tests but was not readmitted. Patient has been asked to follow up the end of (B)(6).

Manufacturer narrative:
The device was found to be functional within the manufacture specifications. Hematoma are known side effect of eswl.